Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional, later reported, use error. And rupture, that is not device related. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: use error. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture- ndr and use error: observed, 1 opening assessed, as fold flow opening. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: stress marks are observed, assessed as non-penetrating nick. No further actions are required, as no manufacturing issues are observed.